Event description:
It was reported that during a laparoscopic low anterior resection procedure, the device was applied to the rectum with a blue reload. They fired and the staple line was not approximated on the distal end. They were able to pull it apart easily. The staples were deployed; all the drivers were deployed. The surgeon hand sewed the anastomosis to complete the procedure.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.